Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, 12 hours after the initial laparoscopic procedure a leakage at the staple line was detected. A open procedure reoperation was performed the next day on (B)(6) 2016.